Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that this past wednesday, caller went to the health care professional (hcp) and ins was showing off. It was stated that they were able to turn patient back on. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event